Event description:
Towards completion of carotid endarterectomy surgery, intraoperative arteriography showed evidence of stenosis at internal carotid artery. Surgeon elected to place a stent to correct the remaining stenosis. Post-deployment arteriogram showed almost complete resolution of stenosis with no flow-limiting lesions. Surgery ended at 1:38 pm. Pt showed no post-op neuro deficits until 11:00 pm. Suffered left hemispheric stroke with aphasia.